Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Additional information has been requested and is currently not available. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a metasul ldh head,48, code n, taper 18/20 on an unknown side on (B)(6) 2006 and the patient underwent revision surgery on (B)(6) 2017 due to pain.

Manufacturer narrative:
Additional information was received on october 3, 2017. The devices were returned and the result of the visual examination has been made available. Trend analysis: a trend has been already identified and assessed. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: the received documents state: ¿durom was explanted due to pain in the patient¿s hip. When extracted it was noticed that 80% of the plasma spray coating had disassociated with the cup and was still inside the patient.¿ additionally to the patient information, the degree of activity is rated as ¿medium¿ and it is noticed that the patient had bilateral hip replacements and was otherwise healthy as far as indicated. Review of received data: no additional information/documentation for review were received. Devices analysis: visual examination: on the anchoring side of the durom cup the titanium vacuum plasma spray coating is missing on approximately three quarters of the surface. The uncoated surface shows slightly polished areas in one region as well as shiny appearing dots and thin lines. Some small remains of bone attachments can be observed on the coating that remained on the cup. Closer inspection of the surface with the low power microscope (leica mz16 a, eq-ID: (B)(4)) revealed that some bone attachments are located on the edge of the fractured off coating. Additionally, under polarized light small white spots which could not be removed by using a toothpick could be detected on the uncoated surface in one area. At one location one of the equatorial fins is slightly deformed and the deformed material is partially broken off. On the articulation surface of the durom cup numerous fine scratches are recognizable. The bevel was closer examined with a low power microscope (leica mz16 a, eq-ID: (B)(4)). In one area parallel scratches from the spherical calotte towards the cup¿s rim could be observed. On the bevel two areas with spots are visible. The latter could either be ascribed to cell-induced corrosion or electrosurgery induced damage as described by kubacki et al [1]. The metasul ldh head shows numerous fine scratches and many spots. The latter are spread out over the entire surface and appear to be rougher than the surrounding surface when palpating with the fingernail. The articulation surface was inspected under a microscope type nikon epiphot (eq-ID (B)(4)) at 200-times magnification with differential interference contrast (dic). In the loaded area diffuse as well as parallel scratches can be noticed. In the loaded area the carbides, which protruded slightly in the original surface state, are levelled, while the carbides are still recognizable in the unloaded area. In spotted areas it seems that there are impacts on the surface. Within a single spot there are zones were the material appears to be pulled out and zones with smooth appearance in between. One of the spots on the metasul ldh head articulation surface was closer examined in a scanning electron microscope (sem) (jeol jsm-6610, eq-ID: (B)(4)). The surface in this area shows several dents surrounded by slightly protruding material. In the as-received state the head adapter was still fixed in the head taper. For further investigation the parts were disassembled using the adapter extractor. On the head taper a small zone with surface changes matching a similar zone on the outer head adapter was detected. On the inner surface of the head adapter surface changes due to fretting corrosion were found. Two marks can be observed in the proximal region of the contact area. Wear measurement: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The total linear wear value for the head is 15.6 mm which results in an annual wear rate of 1.4 mm. The wear map of the cup shows a possible wear zone. However, the method to determine the wear requires an unworn area on the same parallel of measurement points. Therefore it is not possible to determine a wear value. However, the measured diameter of the cup is still within the manufacturing tolerances. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 mm / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 mm / year per pairing [2]. Conclusion: after approximately 11 years in vivo the components of the right hip were revised due to pain in a patient who had bilateral hip replacements. During revision surgery ¿it was noticed that 80% of the plasma spray coating had disassociated with the cup and was still inside the patient¿. On the anchoring side of the durom cup the titanium vacuum plasma spray coating is missing on approximately three quarters of the surface. Some of the bone attachments seen on the coating that remained on the cup are located on the edge of the fractured off coating. Furthermore, under polarized light small white spots not removable by using a toothpick were detected on the uncoated surface. It is assumed that those spots could be bone attachments. The uncoated surface also shows slightly polished areas in one region as well as shiny appearing dots and thin lines. Due to the above mentioned observations it could possibly be that the separation between the coating and the cup did not only derive from the revision surgery. The reason for the separation is unknown. No further information (e.g. X-rays, detailed description of the removal) is at hand that could help to identify possible causes. The spots on the bevel of the cup¿s spherical calotte could either be ascribed to cell-induced corrosion or electrosurgery induced damage as described by kubacki et al [1]. However, it remains unknown if the spots seen on the articulation surface of the head can be attributed to the same phenomena as the appearance of the spots seems to be different compared to [1]. Spots deriving from electrosurgery can have different types of appearance depending on the conditions, e. G. Dry, wet or no contact between the electrosurgical tool and the implant [1]. The appearance of both articulation surfaces does not indicate signs of abnormal wear. The wear value of the head is below the half of the annual average wear rate given in [2]. A wear value for the cup could not be determined due to limitations of the analysis method. However, the measured diameter of the cup is still within the manufacturing tolerances. On the head taper and the outer surface of the head adapter a small zone with surface changes was seen. On the inner surface of the head adapter surface changes due to fretting corrosion were found. The reason of these surface changes on the adapter cannot be determined based on current available data, but its cause is multifactorial including patient and/or surgical related factors. Based on the retrieval investigation and the available information it stays unknown to which extent each of the observed phenomena contributed to the reported reason for revision. However, most probable cause for the reported issue is inappropriate use of the durom system, as described in a retraining program for users outside the USA which was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008 therefore, zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4). [1] kubacki gw, sivan s, gilbert jl, electrosurgery induced damage to ti-6al-4 and cocrmo alloy surfaces in orthopedic implants in vivo and in vitro, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.06.015. [2] rieker cb, schoen r, koettig p, shen m, krevolin j, 2006, in-vitro versus in-vivo analysis of metal-on-metal articulations, abstract 7892 of the 5th world congress of biomechanics, jul 29-aug 4, munich, germany, journal of biomechanics 2006; vol. 39 suppl. 1, p. 120.